Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the use of the shaver blade resulted in metal debris. There was no harm for patient, operator or third party reported. No further information received. Update dw 31-jan-2024: further information was provided that metal debris remained inside the patient's joint.

Manufacturer narrative:
Complaint allegation is confirmed. Two unpacked ar-7300ds dissector, sj, 3.0 mm x 7 cm batch/serial number (B)(6), were received for evaluation. As well as two packaged ar-7300ds dissector, sj, 3.0 mm x 7 cm batch/serial number (B)(6). The complaint allegation only reported one. Visual inspection found nicks around the edges of the outer tube windows. After removing the outer tubes, the inner tubes were inspected, and it was noted that there were lines and marks around the tip at the distal end of both devices. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Per dfu-0215-7 at revision 0. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.